Event description:
It was reported that a wire was stuck within the stent delivery system the over 90% stenosed target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, it was noted during the removal of the wire that the exchange port was blocked and the wire could not be removed. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that devices was simply removed from the patient.'s body.

Event description:
It was reported that a wire was stuck within the stent delivery system the over 90% stenosed target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, it was noted during the removal of the wire that the exchange port was blocked and the wire could not be removed. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that devices was simply removed from the patient.'s body.

Manufacturer narrative:
Device evaluated by: returned product consisted of an express sd catheter. The balloon is loosely folded and the stent was not returned. No guidewire was received with the device. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. Functional testing was completed using a thruway .018 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device and stent presented no other damage or irregularities.

Event description:
It was reported that a wire was stuck within the stent delivery system. The over 90% stenosed target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, it was noted during the removal of the wire that the exchange port was blocked and the wire could not be removed. The procedure was completed with another of the same device. There were no patient complications reported.